Event description:
It was reported that the handpiece began overheating and started to smoke at the end of finishing a procedure. There was no reported patient or user injury, and the procedure was completed successfully.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. Based on the investigation details, the drill ran intermittently and had excessive bearing noise. The motor assembly and rotor assembly were replaced.